Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One t3 non-platform switched tapered implant (bost411) was returned for investigation. Visual inspection of the as returned product identified signs of wear and bone residue around the external threads due to usage. DHR review for the lot (2019071516) had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 0210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (2019071516) and no similar event or complaint was found. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified since it is a medical condition that could not be verified through visual inspection of the returned device. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed the following sections have been updated: b4: date of this report; d4: expiration date and UDI, catalog, lot number; g4: date received by manufacturer; g7: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change 'no' to 'yes'; h4: device manufacture date; h6: evaluation codes; h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to pain. Tooth location 25.